Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be frayed at the distal clevis hub. The conductor wires were intact and undamaged. The frayed strands stuck out at the wrist. Other cables at wrist were undamaged. An additional observation not reported by site was that the instrument's grips was bent, causing side to side misalignment of the grips. There was a .022 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse. No other damage was found.

Event description:
It was reported that after a da vinci surgical procedure, the customer noted that the fenestrated bipolar forceps instrument wire stuck out of the jaws of the instrument. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.